Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported by the risk mgr of the hospital that the tip of the probe became unsoldered and remained into the pt's joint.